Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Lot #: n4lm7c. Mfg. Date: 6/10/2016. Exp. Date: 5/31/2021. Additional information requested and received: can you please clarify, during the event it was stated that ¿something happened; either the staple line gave away or the stapler did not staple properly¿. Can you confirm if the staple line was incomplete (missing staples)? I can¿t say for sure as the doctor stapled and the next minute there was blood everywhere. I am wondering if the stapler did not perhaps caught a ligaclip during the stapling step and if this did not perhaps cause a disrupted staple line. The doctor found some malformed loose staplers in the abdomen afterwards ¿ I sent one of these malformed staples in a plastic bottle with the stapler and the reload used at this step in the procedure (for investigation for this product complaint). Afterwards the reload had a thin piece of tissue with closed staples embedded in it stuck to the surface of the reload. You should be able to see this on the reload I sent with this product complaint. Can you confirm if there were malformed staples (unformed or malformed staples seen in the tissue)? Yes, not in the tissue, but loose in the abdomen you have stated there was a ¿tear in the ivc and the patient started bleeding tremendously¿. How much blood loss was there (mls)? There was 11 litres of blood/saline pumped through the cellsaver instrument. It is difficult to say exactly how much blood she lost. Was a transfusion or blood products required? Yes, the patient received 8 units of blood and platelets please provide further detail as to what the patient consequences were. At several stages the doctor thought the patient was not going to make it as she lost a lot of blood and after the tear in the ivc was repaired he still had to complete the final part of the liver resection. This was difficult at this stage as the blood pressure kept dropping and blood was oozing from the liver as the clotting procedure was slow at this point. Again, the consequences are that the patient nearly bled out. What is the current patient status? The patient is still intubated and in ICU at this stage, but she is recovering well under the circumstances. Additional information requested but unavailable: when the bleeding was noticed, what structure was the device being fired on? Does the surgeon believe that the ivc was within the jaws of device? What type of hepatic procedure was being performed? Was the bleeding identified before the tear in ivc or after? Was the surgeon firing on vessels or parenchyma? What does the surgeon believe caused the tear in ivc? What is the current patient status?

Event description:
It was reported that the hcp did a hepatectomy. Stapled 5 times - with the last stapler something happened; either the staple line gave away or the stapler did not staple properly. There was a tear in the ivc and the patient started bleeding tremendously. What was done to complete the procedure: the tear had to be repaired first and then the hepatectomy was completed - but all the stapling was already done at this point.

Manufacturer narrative:
(B)(4). Batch # n56k97. The analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.